Event description:
This report is filed to modify the event description. Upon normal device change out, the rv lead had low amplitude and high defibrillation threshold (dft) test. However, the device was unable to rescue this rv lead, thus, the physician opted to explant this rv lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this rv lead was dislodged. This rv lead was believed to be pulled back and was not in the ideal position of the heart post implant . The patient was non compliant and never had device checked post implant. This was discovered during a device change out. A new rv lead was successfully implanted, and to ensure the critical therapy for the patient. This lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--